Manufacturer narrative:
Correction: b1- adverse event was incorrectly selected; b2 - "required intervention to prevent permanent impairment/damage" should not have been selected.

Event description:
New information received noted that programming changes were made to prevent post-paced t-wave over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were discussed; none were reported. The patient was in stable condition.